Event description:
It was reported there was a loss of therapeutic effect. It was reported this had occurred since the battery was changed in (B)(6) 2012 and they received a new programmer. When the stimulation was turned up the patient could feel it and when the programmer was taken away she could no longer feel it. Patient has tried all four programs and increased stimulation in each. Stimulation was not relieving the patient's symptoms. Previous device settings had been used on cycling, but at the last programming the device was on steady. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v020549, implanted: 2007-(B)(6), product type lead product ID 3037, lot# serial# (B)(4), product type programmer, (B)(4).